Event description:
The customer reported via phone call that the insulin pump had a blank display after having received a replacement battery cap. She stated that she had already called previously regarding battery issues. She stated that the insulin pump first alarmed a low battery warning, followed by a battery out limit alarm, leading up to the blank display. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The insulin pump had normal operating currents and no unexpected battery alarm was noted. No damage was noted to the liquid crystal display isolation tape. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.